Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the device was leaking. There was no patient consequence reported. The device was discarded.